Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
There was no power supply, after checking by engineer, and found that the insurance fuse fractured. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.